Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial component at the cement to implant interface. Cement manufacturer was unknown. It was also reported that the surgeon said the patient had instability in her knee. He decided to take her to surgery to possible change the poly to a thicker size or do a revision if necessary. After exposing the knee, he found that the tibial component had sunken. He decided to remove the femoral component as well and replace with a attune revision knee for more stability. He replaced attune revision tibial and femoral components with sleeves and stems and the appropriate size poly for stability. The tibial component was loose due to sinking. The surgery was done in 2012 and no records of the cement that was used. Doi: (B)(6) 2012; dor: (B)(6) 2020; left knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot - null. Device history batch - null. Device history review - null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.